Event description:
It was reported to olympus, that the connecting tube was missing one or two of the wings that clipped them to the machines. The issue was found during reprocessing. There was no patient harm or user injury reported. Related complaint: (B)(4).

Manufacturer narrative:
It was noted that the ones with one wing broken off were still usable in the machines and did not cause any issues or cause the scopes to fail reprocessing. The customer noted that their staff was following the recommendations of use and even had our reps and trainers come from olympus to help implement new methods of use to help prevent further breakage. The customer ordered replacements to resolve the issue. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (user facility should be included). The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and the inability to evaluate the subject device, the definitive root cause of the reported issue could not be determined. It was likely the external stress that was applied to lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. The instructions for use states the detection method associated with the event in: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.